Event description:
The customer stated that one day, she rec'd a blood glucose reading of 172 mg/dl using her breeze2 meter. She took 2 units of insulin based on the reading before lunch. When the customer tried to get up from her chair 30 mins later, she fell down due to low blood glucose. She was able to drink a soda to raise her blood glucose level. The customer was advised to return her test strips for eval. Replacement test strips and a new meter were sent to the customer.